Event description:
It was reported that the patient presented for follow-up in clinic with complaints of muscle stimulation. It was noted that the stimulation was also observed during device interrogation; it was suspected that the stimulation was caused by ventricular pacing. Programming modifications were discussed. No further information was reported.